Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. It should be noted that the mynxgrip instruction for use (IFU) states: "do not remove sealant sleeve. If the sealant sleeve is displaced, the sealant will be exposed and the slit of the shuttle cartridge will become visible". The review of the lhr (f1526701) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
On 11/11/15, the following information was reported by the sales representative: when the device was inserted into the procedural sheath there was a split noticed in the black catheter. The device was removed from the procedural sheath and manual pressure was held for 30 minutes or less. The patient is great and suffered no adverse effects. The patient was not hospitalized. Procedure type: coronary vessel size: 7 mm additional information: in the doctor's opinion, the event was caused by the mynx device/mynx procedure. On 11/12/15, the sales representative reported the following additional information: the split was noticed after initial insertion. The balloon was never inflated but the device was inserted. The facility is aware that the device is designed with a split but the cause for concern was that the sealant was exposed and they were afraid this would cause complication and wouldn't make it all the way to the artery.